Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The following month, the patient had a recurrence of peritonitis. The patient was not hospitalized for these events. The cause and treatment of peritonitis was not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available. This report is 2 of 2.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported that the patient experienced the first occurrence of peritonitis sometime in (B)(6) 2013. A review of all batch record documents was conducted for potentially associated lot numbers gd894410 and gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted. This is the same patient as (B)(4).